Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the funnel part of the catheter inflated as water was injected into the balloon. The balloon inflated a little but not as it usually would.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. The exterior of the sample was inspected and found no evidence of a failure that would support the reported event. The functional evaluation noted that the catheter could be inflated without difficulty. The device was dissected and found no conditions that would contribute to the reported problem. Mensional evaluation: eye snip length 3/32¿ eye snip width 2/32¿ eye snip distance from distal cuff 10/32" eye snip distance from proximal cuff 11/32" rubberize thickness 10 thou reinforcement 185 thou inflation funnel thickness 54 thou balloon thickness (average) 24 thou inflation lumen coverage 9 thou the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "the device is intended for single use only and is not reusable. (1) to secure a sterile field for the procedure, spread a clean wrapping paper. (2) place waterproof sheet beneath patient's buttocks. (3) put on sterile gloves. Open tray and place it on the wrapping paper. (4) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. (5) lubricate the distal end of the catheter with water-soluble lubricant packaged in the tray. (6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon."

Event description:
It was reported that the funnel part of the catheter inflated as water was injected into the balloon. The balloon inflated a little but not as it usually would.